Manufacturer narrative:
Exact date unknown, event occurred since implant procedure.

Event description:
It was reported that the patient was experiencing pocket site pain. No device malfunction was suspected. The patient underwent an ipg explant procedure. The explanted ipg will not be returned as it was discarded by the medical facility.